Manufacturer narrative:
Additional information was received that the issue occurred due to rough handling from the user, while the latch was functioning correctly. Therefore, this was a use error, there was no reportable malfunction.

Event description:
It was reported that the front panel was broken. There was no patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. D4 primary UDI number: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: hcs research park - 9900 innovation drive, USA wauwatosa, wi 53226